Manufacturer narrative:
Corrected data: b5 a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, angle closure with elevated iop, inflammation, anterior subcapsular cataract was observed. And medication was prescribed. The lens was explanted. H6 health effect clinical code (e): "1932" should be added. "Anterior segment inflammatory response" should be removed. H6 helath effect impact code (f): "4644" should be added. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, cataract, iop elevation is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health effect- clinical code: "4581- angle closure and anterior segment inflammatory response" should be added. H11- manufacturer narrative: excessive vault, angle closure with elevated iop, anterior segment inflammatory response and anterior subcapsular cataract is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, angle closure with elevated iop, anterior segment inflammatory response and anterior subcapsular cataract was observed. The lens was explanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on the product. Visual inspection found no visible damage with fibre on the lens surface. Dimensional inspection found the lens to be within specifications. H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).